Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2019 and afterward, the right side amplitude could not be increased beyond 0.6ma and the patient had tremor symptoms on the right side. Troubleshooting was done and the ipg had fully restored function.